Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could reproduce the reported phenomenon. Olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the temporary malfunction of the inner circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The field service engineer visited the user facility and confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During a routine inspection by the field service engineer, the user found that the front panel of the device did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.